Manufacturer narrative:
(B)(4) (surgical intervention required) occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, approximately 3 weeks after a mastopexy procedure an allergic reaction appeared in the form of swelling, protruding suture on the top of the wound. Suture was removed and there was an unsatisfying scar. Patient is currently undergoing fraxel treatment.

Manufacturer narrative:
This report 1219930-2018-03401 was sent in error as a duplicate for MFR report number: 1219930-2018-03995, any additional information received in the future will be captured and submitted under the report number 1219930-2018-03995. If information is provided in the future, a supplemental report will be issued.

Event description:
Duplicate of (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.